Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding ") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed in 2011. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('excessive bleeding') and ovarian cyst ('ovarian cyst') in a 36-year-old female patient who had essure (batch no. 646514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hirsutism, hypothyroidism, insomnia, temporomandibular joint dysfunction, human papilloma virus infection, gerd, amenorrhea, menses irregular and vaginal itching. Previously administered products included for pain: vicodin from 2006 to 2007; for obesity: adipex; for an unreported indication: iron in 2005, vitamin c in 2005 and imitrex. Concurrent conditions included hot flashes, night sweats and low back pain. Concomitant products included omeprazole (zegerid) from 2010 to 2011 for gerd, spironolactone for hypertension, ibuprofen (motrin) since 2008 for lumbago as well as clarithromycin (claritin) since 2009 and mometasone furoate (flonase) since 2006. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)/pain cramping from excessive bleeding"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe : mood swings") and insomnia ("insomnia"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"). On (B)(6) 2011, the patient experienced ovarian cyst (seriousness criterion medically significant), cervical polyp ("uterus endocervical polyp") and adenomyosis ("superficial adenomyosis"), 1 year 5 months after insertion of essure. In (B)(6) 2011, the patient experienced fatigue ("fatigue") and post procedural complication ("status post tvh (total vaginal hysterectomy) small wound"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced cystitis ("cystitis"). The patient was treated with surgery (endometrial ablation (B)(6) 2010, right ovarian cystectomy and total abdominal hysterectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, mood swings, insomnia, vaginal infection and depression had resolved and the ovarian cyst, migraine, headache, cervical polyp, adenomyosis, cystitis, vaginal discharge, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, adenomyosis, cervical polyp, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming- pelvic pain, mood swings, vaginal discharge, menorrhagia, migraine, headaches, ovarian cyst, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('excessive bleeding') and ovarian cyst ('ovarian cyst') in a 36-year-old female patient who had essure (batch no. 646514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hirsutism, hypothyroidism, insomnia, temporomandibular joint dysfunction, human papilloma virus infection, gerd, amenorrhea, menses irregular and vaginal itching. Previously administered products included for pain: vicodin from 2006 to 2007; for obesity: adipex; for an unreported indication: iron in 2005, vitamin c in 2005 and imitrex. Concurrent conditions included hot flashes, night sweats and low back pain. Concomitant products included omeprazole (zegerid) from 2010 to 2011 for gerd, spironolactone for hypertension, ibuprofen (motrin) since 2008 for lumbago as well as clarithromycin (claritin) since 2009 and mometasone furoate (flonase) since 2006. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)/pain cramping from excessive bleeding"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe : mood swings") and insomnia ("insomnia"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"). On (B)(6) 2011, the patient experienced ovarian cyst (seriousness criterion medically significant), cervical polyp ("uterus endocervical polyp") and adenomyosis ("superficial adenomyosis"), 1 year 5 months after insertion of essure. In (B)(6) 2011, the patient experienced fatigue ("fatigue") and post procedural complication ("status post tvh (total vaginal hysterectomy) small wound"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced cystitis ("cystitis"). The patient was treated with surgery (endometrial ablation (B)(6) 2010, right ovarian cystectomy and total abdominal hysterectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, mood swings, insomnia, vaginal infection and depression had resolved and the ovarian cyst, migraine, headache, cervical polyp, adenomyosis, cystitis, vaginal discharge, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, adenomyosis, cervical polyp, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming- pelvic pain, mood swings, vaginal discharge, menorrhagia, migraine, headaches, ovarian cyst, dysmenorrhea." Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- events- ¿mood swings, insomnia, abnormal bleeding (vaginal, menorrhagia), vaginitis, depression, migraines, headaches, ovarian cyst, uterus endocervical polyp, superficial adenomyosis, cystitis, cramping)/pain cramping from excessive bleeding, vaginal discharge, fatigue, total vaginal hysterectomy) small wound and pain: abdominal¿, lot number, reporter, medical history, concomitant and historical drug, lab data added. Events- ¿excessive bleeding, abnormal bleeding ( menorrhagia), abnormal bleeding (vaginal), mood swings, insomnia, pain: abdominal, depression,vaginitis¿ outcome updated to ¿recovered / resolved¿. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.